Event description:
When repairing a femoral neck fracture, a 7.0 mm diameter screw to pass through a contoured washer. The surgeon reported that the screw was inserted with the axis of the screw at about a 60 degree angle with the transverse plane of the washer. The surgeon also reported that he applied a far more torque to finish the screw than he normally applies. The screw was left in the pt and the washer discarded.

Manufacturer narrative:
Testing was done with this particular lot on 09/12/06 and results indicated that a torque of 35.9 in-lbs was required to drive the screw head through the 7.0 contoured washer when inserted at a 45 degree angle (see attached report). The product spec calls for the 7.0 screw to be designed around a proper finishing torque of 11.6 in-lbs. Based on conversation with surgeon, this incident is consistent with the testing methods and results of the 09/12/06 verification. Because the mode of failure in this case was caused by over-tightening, i.e., because "proper" surgical technique (as described in the maxtorque surgical technique) was not followed, it is not believed the design of the washer is deficient.